Manufacturer narrative:
(B)(4). Corrected data. Concomitant med products: generator.

Manufacturer narrative:
(B)(4). Investigation summary the device was received with the cable cut off, this is not related with the reported event. Due to the returned condition of the device, no functional testing could be performed with the generator. The device was mechanically tested, it was noted that the handle required multiple cycles prior to its release and the opening of the jaw. The instrument was disassembled to inspect the internal components and no anomalies were noted that could have contributed to the reported issues. No conclusion could be reached as to what could have cause the opening issues reported. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) 2019. Event day was not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a colon resection, the first assist stated that about half way through the procedure, the handle of the device would not open for the physician in a normal mechanical fashion. They stated it became ¿stuck¿ in the closed position "multiple times in a row" after locking down on tissue. The device was on a vessel/artery when the problem occurred. The device had been activated and tissue had been successfully cut and sealed, however the jaws would not open initially to release the divided ends. After several attempts to release the jaws using the traditional lever on the device, it did release. The first assist stated this scenario happened two times and it was decided to remove the device from the sterile field and replace it. No attempts to manually open the jaws were made. Both times this occurred while being used on the patient. No damage was caused to the vessel/artery. A like device was opened and used to complete the case without issues. The procedure was successfully completed and there were no adverse patient consequences.